Event description:
A healthcare professional (hcp) reported that prior to a case, the s8 tooth belt of the opmi visu 200 broke. This caused the opmi head to drop down 1 cm above the patient. It was reported that the incident did not cause any injury to the patient, user or third party.

Manufacturer narrative:
Descriptions of changes: field g3: updated "date received by manufacturer". Field g6: updated to "follow-up #: 1" . Field h2 : selected "device evaluation". Field h3: updated to "yes" . Checked "evaluation summary attached" box . Field h6: added type of investigation to "10". Updated investigation findings to " 115". Updated investigation conclusions to "19". Field h10: added manufacturer narrative and description of changes.